Event description:
It was reported by the patient that when the device was interrogated the last 2 times, her hand and ankle swells. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.